Event description:
It was reported that the patient was referred for generator replacement due to an increase in seizure frequency that was attributed to vns battery depletion. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient had their generator replaced due to battery depletion. Historically, the explant facility does not return explanted products; therefore, return of the suspect product is not expected to date. No further relevant information has been received to date.